Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a low battery alarm and there was also a blood back during low battery . There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10 additional information: contact person phone number: (B)(6). A getinge field service engineer (fse) inspected the unit and in order to fix the issue replaced battery. Performed full functional and safety tests. All test pass. Returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).